Event description:
In 2001 donor informed center that approx one hour after the donor's plasmaphersis donation was completed, blood was present within the donor's urine. Donor walked back to center and voided urine into a small cup. Urine was confirmed to be red. Donor was sent to the hosp where a urinalysis was performed with the microscopic examination presenting very little rbc's. However, free hemoglobin was stated to be present. Donor was placed on an i.v. Solution, contents of the i.v. Unknown. Urine was taken after the i.v. Was administered. Urine was examined and stated to have the color as being straw-colored. Donor was kept hospitalized overnight and given with intravenous fluids. Donor was released the following morning in good condition. Prior to release the hematologist recommended to the donor that the donor discontinue donating plasma. Investigation by baxter into the donor's procedure revealed the following info. After approx 500cc of plasma was collected the auto-c displayed a "ck plasmaline hb" alarm. No info was provided to identify the troubleshooting steps performed at the center, after the alarm, only that a second "ck plasmaline hb" alarm occurred. Procedure was discontinued by center with reinfusion of concentrated cells from the reservoir. Donor had left the center in good condition.